Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a lead, the physician experienced placement difficulty. The lead was not able to be successfully implanted and so a different lead was used. No further details could be obtained. No patient complications have been reported as a result of this event.